Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that, after removal of sensor adhesive patch pt observes a big red area on her insertion site, that is itchy and later scabs and scars her skin. While she was using cgm, pt consulted with her dermatologist but was not prescribed any treatment. Pt reports that she has a pre-existing allergy to alcohol, therefore making it impossible to clean the site in alcohol prior to cgm use as is recommended in cgm user's guide. During her call to dexcom technical support pt reports she was feeling fine but was not using cgm anymore.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.